Event description:
It was reported that the subject programmer does not start up, error messages were observed. In addition, the usb port was broken. Investigation and reparation of the programmer are required.

Event description:
It was reported that the subject programmer does not start up, error messages were observed. In addition, the usb port was broken. Investigation and reparation of the programmer are required.